Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient for an advance evaluation. It was reported that trial patient woke up the morning of the report and their wire was loose. They were concerned it wasn't working so stimulation was checked and trial patient could feel it. Additional information was received, trial patient reported they felt their leakage was worse than before and felt it was due to the stimulation. Stimulation was increased due to trial patient's concerned with not feeling it and not working. Education was given on stimulation. No further complications were reported.